Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product. Device evaluated by MFR: promus select ous mr 38 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal region of the stent were noted to be lifted and pulled in a proximal direction while stent struts from the proximal region were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16jun2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 38 x 2.50mm promus premier select drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.